Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Upon receipt at our quality assurance laboratory, this ipp underwent a thorough analysis. The cylinders, pump and reservoir were microscopically examined, and leak tested; and the pump was also functionally tested. No anomalies were found with the components upon leak testing. Under microscope, it was identified that both cylinders had wear at fold in the proximal end and distal end of the cylinder. The reservoir also had wear, at a fold in the shell. Regarding the pump, it was observed that the kink resistant tubing were worn to the filament. Additionally, the pump did not pass activation tested, as it stayed flat. Based on the information available and analysis results, the activation problems identified in the pump could have caused or contributed to the reported clinical observation of mechanical problem.

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented stiction in the pump, and that device was no longer working. The ipp was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented stiction in the pump, and that device was no longer working. The ipp was explanted and replaced. There were no patient complications reported.